Manufacturer narrative:
Examination of the AED did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and feild service was unable to verify the reported issue.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer reported that although the device presented a service code the asi was blank. They reported this did not occur during patient use.